Event description:
A patient reported blood glucose results of "140 mg/dl" with a lifescan meter and "109 mg/dl" on a laboratory device, performed within 10 minutes of each other. The meter, test strips and control solution were replaced.